Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button had a delayed response and required multiple button presses to elicit a response. Reportedly the up arrow, down arrow and ok button symbols were worn off. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump under clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up and down arrow keys were intermittently unresponsive and the contrast and ok buttons responded appropriately. There was evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.